Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient needed to have back surgery and as a result had the ins explanted.

Manufacturer narrative:
Product ID. 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID. 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger product ID. 37743 lot# serial# (B)(4), product type programmer, patient product ID. 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID. 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).